Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000. The 510k number provided is for the domestic similar product. No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. A mz1000 china product was not available for investigation; however the customer's feedback indicates that the complaint sample was from lot 19025573. Further information provided by the customer indicates that the leakage occurred from a crack to the female luer of the maxzero component. The connecting product was not returned to assist the investigation. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 19025573 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, the customer confirmed that over-torque of the component during connection with the male luer may have occurred. Please note, previous investigations into complaints of this nature could not identify a definitive root cause of the hairline cracks; however it is possible that the cracking was caused or contributed to by a combination of different factors, including prolonged use of substances that are aggressive to plastics, over-torque of the component during connection with the male luer, or use of a male luer that is not compliant to iso standards. Although a definitive root cause could not be identified in this instance, bd will continue to monitor the incoming feedback and remain vigilant to issues of this nature. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero connector in the past 12 months.

Event description:
Report suggests there was a leakage during clinical use. No harm to user or patient.